Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the location of the damage was at the screen/display and case ¿ battery tube side. Instructed customer to discontinue pump use and revert to back up plan as per health care professional instructions. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device was returned for analysis.

Manufacturer narrative:
The pump was received with a blank display. Unable to perform sleep current test, active current test and self-test due to blank display anomaly. Unable to download history files and traces using thump due to blank display. The pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor compartment during testing. The following were noted during visual inspection: cracked battery tube threads, fading serial number label, and cracked case near belt clip rails. Blank display anomaly confirmed during analysis due to moisture damage. Exposed to moisture damage confirmed. Unit was confirmed damage at battery tube side and damage battery tube side. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.